Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported intramammary node on the right side. Physician later reported rupture implant. Device has been explanted.

Event description:
Physician reported intramammary node on the right side. Physician later reported rupture implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.